Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 4.0x20 mm nc trek was being advanced through the guide catheter to treat the right coronary artery when the proximal shaft (hypotube) near the hub separated in two pieces outside the anatomy. No resistance was felt during advancement. The nc trek was easily withdrawn. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.